Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out . Unable to place or position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Clinical review/rationale: an 86 year old male was admitted in with diagnosis of acute myocardial infarction and cardiogenic shock. The team placed an impella cp via femoral access, but after under an hour of support removed and replaced the pump due to positioning issues. The physician was unable to redeliver the first pump to appropriate left ventricle positioning after position had been lost. The second pump was successfully placed to continue the hemodynamic support.

Manufacturer narrative:
This is one of two related reports. This report represents the first impella cp and another report will be submitted for the second impella cp. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.